Event description:
During an initial implant procedure, when connecting the leads to the device an increased impedance and episodes of noise were noted. The leads were disconnected, and connected again with episodes of noise appearing again. It was suspected the set screw was loose and when attempting to unscrew the lead, the set screw came out of the device header. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The device was above elective replacement indicator (eri) when received. The events of high pacing impedance and sensing noise were consistent with the lead connection issue in the field and were not reproduced in the lab. Analysis revealed septum material inside df4 and is1 set screws cavities. The df4 set screw was backed out from its thread. The screw was re-engaged with the connector block and the set screws were cleaned up. The screws operated normally in affixing the test leads to the header. The connection anomaly was consistent with having occurred during the procedure.

Event description:
Additional information was received indicating the episodes of noise resulted in oversensing.